Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at approximately 650 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient's mom heard an alarm at 2 am on (B)(6) 2015. The hcp saw the patient at 7 am and checked the pump logs. It was noted the pump was in safe state and shut off. No environmental, external, or patient factors were noted to have led or contributed to the issue. Additionally, it was stated that the patient's pump had 16 months left until eri, but it had a premature battery depletion and needed replacement. The patient was sent to the emergency room and the pump was replaced. It was noted the issue was resolved. The patient was noted to be "alive-no injury". No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.